Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. As the rpn is unknown the PMA/510(k)# for the endb family is k180868.

Event description:
Kawashima et al 2013 - preoperative endoscopic nasobiliary drainage in 164 consecutive patients with suspected perihilar cholangiocarcinoma to assess the clinical benefits of preoperative endoscopic nasobiliary drainage (enbd) in patients with perihilar cholangiocarcinoma. The following is a list of potential rpn¿s: enbd (rpn unknown), enbd-5 liguory, enbd-5 liguory-rt, enbd-7, enbd-7 liguory-c, enbd-7-liguory-rt, enbd-7-nag-c. Customer reported product quantity is unknown. An additional percutaneous transhepatic biliary drainage was required in 21 (12.8%) of the 164 patients because of poor drainage and/or cholangitis.

Event description:
Kawashima et al 2013 - preoperative endoscopic nasobiliary drainage in 164 consecutive patients with suspected perihilar cholangiocarcinoma to assess the clinical benefits of preoperative endoscopic nasobiliary drainage (enbd) in patients with perihilar cholangiocarcinoma. The following is a list of potential rpn¿s: enbd (rpn unknown), enbd-5 liguory, enbd-5 liguory-rt, enbd-7, enbd-7 liguory-c, enbd-7-liguory-rt, enbd-7-nag-c customer reported product quantity is unknown. An additional percutaneous transhepatic biliary drainage was required in 21 (12.8%) of the 164 patients because of poor drainage and/or cholangitis this supplemental report is being submitted as a cancellation report due to the reportable incident already being covered in MDR reference # 3001845648-2020-00277

Manufacturer narrative:
As the rpn is unknown the PMA/510(k)# for the endb family is k180868. This supplemental report is being submitted as a cancellation report due to the reportable incident already being covered in MDR reference # 3001845648-2020-00277